Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial#: (B)(4), implanted: (B)(6) 2019, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had his battery replaced in (B)(6) and since implant, he had a shock feeling when he touched the area. He did not think the battery was placed deep enough because it was working its way out of the skin and was now infected. No further complications were reported/anticipated.